Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the electrode has been used. The wand is bent from use. The power cord and fluid lines have been cut from the device. The black protective wrap has been deformed from touching a sharp surface. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation could not be performed due to the power and fluid lines being cut from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include sharp instruments near the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an adenoidectomy, the insulation of the halo coblation wand broke and led to minor blanching of the mucosal tissue on the inner side of the cheek. It was suspected to be as a result of rubbing the wand against the metal gag during the adenoidectomy. The blanching was detected immediately and the procedure was completed with the same device wrapped in plastic gauss to prevent any further issues. There was a delay less than 30 minutes and no further complications were reported.